Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that two days ago they bent over to pick up some clothes and they felt the lead pulling in their tail bone area. Patient was able to connect with therapy app on call and confirmed they were getting a 50% or better reduction in symptoms. Agent redirected patient to hcp. Patient said they haven't made a post op appointment yet but planned on calling hcp to make appointment.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: v97leva); product type: 0200-lead; implant date (B)(6) 2025.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.